Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2015. There is no other patient demographic or medical history available. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer . Health effect - impact code-patient is not revised and no clinical information is provided. H6. Investigation results-the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, h6-3190, 4580, 4650 codes updated. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
Plaintiff has suffered the following injuries and complications as a result of this implanted device: pain and premature arthritis.